Event description:
It was reported that a wire damaged occurred. The sensor was inserted into the abdomen on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction g6 type of report - updated/follow-up h2 type of follow up - additional information/correction h10 corrected data.

Event description:
It was reported that a damaged needle occurred.